Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990089. Investigation: samples received: 27 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 29 closed samples and 2 opened (one of them with the needle detached from the thread). We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this batch has an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.73 kgf in average and 0.59 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that there was needle detachment. The reporter indicated that during a surgical procedure of a stomach intervention the suture is detached from the needle. Patient information was not provided.